Manufacturer narrative:
The product was not returned to ldr medical. No visual and functional evaluation could be performed yet. The review of the device history records and the traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us: superior endplate moved during releasing of the implant. According to the reporter: the implant was attempted to be inserted at c5/6. The implant was fully seated in the disc space, no lateral nor caudal/cephalad movement of the inserter was noticed. "Compresson" was achieved with the caspar distractors to ensure endplate teeth engagement. After the unlocking ring was used to remove the inserter from the implant, the peek cartridge was removed using the removal forceps. Removal of the peek cartridge was difficult despite the forceps being completely closed down. Once cartridge was removed, the superior endplate of the implant shifted anterior and slightly off center, from original position prior to inserter handle removal. The surgeon tried to use the secondary tamp to fix the superior endplate but he could not achieve a successful result. He was unhappy with the superior endplate prematurely shifting during routine implanting process and did not believe the result was acceptable to remain implanted as is due to implant malfunction. We removed the malfunctioned implant and opening and inserted a new implant of same size and height with no issues. No harm to the patient. Delay not sup to 30 min. Additional information received on (B)(6) 2018: the patient went home with no issues. Post-op x-rays were provided. The depth stop was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿). The disc space was under distraction. The surgeon not encountered resistance while inserting prosthesis. Nothing un-ordinary. No difference in surgical steps between the first and the second implant have been noticed. The following steps from surgical technique were not followed for removal of peek cartridge : rotate the convex jaw first (as it is the less bulky) by 90° caudal & pull it back along the disc axis. According to the reporter, those steps didn't seem necessary since forceps were able to be completely closed down and the proximal end of the peek cartridge was visibly touching together. Waiting for product return.

Event description:
Mobi-c p&f us : superior endplate moved during releasing implant. According to the reporter: the implant was attempted to be inserted at c5/6. The implant was fully seated in the disc space, no lateral nor caudal/cephalad movement of the inserter was noticed . Compression was achieved with the caspar distractors to ensure endplate teeth engagement. After the unlocking ring was used to remove the inserter from the implant, the peek cartridge was removed using the removal forceps. Removal of the peek cartridge was difficult despite the forceps being completely closed down. Once cartridge was removed, the superior endplate of the implant shifted anterior and slightly off center, from original position prior to inserter handle removal. The surgeon tried to use the secondary tamp to fix the superior endplate but he could not achieve a successful result. He was unhappy with the superior endplate prematurely shifting during routine implanting process and did not believe the result was acceptable to remain implanted as is due to implant malfunction. We removed the malfunctioned implant and opening and inserted a new implant of same size and height with no issues. No harm to the patient. Delay not sup to 30 min. Additional information received on november, 29th 2018: the patient went home with no issues. Post-op x-rays were provided. The depth stop was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿). The disc space was under distraction. The surgeon not encountered resistance while inserting prosthesis. Nothing unordinary. No difference in surgical steps between the first and the second implant have been noticed. The following steps from surgical technique were not followed for removal of peek cartridge : rotate the convex jaw first (as it is the less bulky) by 90° caudal & pull it back along the disc axis. According to the reporter, those steps didn't seem necessary since forceps were able to be completely closed down and the proximal end of the peek cartridge was visibly touching together. No more information available.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The product was returned to the manufacturer on february 26th 2019. Yet, the decontamination form received on february 26th 2019 stated that the sterilization and the risk assessment of procedure regarding ncta were not performed and the risk assessment of patient was not determined. Consequently, the product evaluation could not be performed. From the information provided based on the zper, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. As reported, the surgeon had some difficulties removing the peek cartridge. It is clearly stated in the surgical technique that if the peek cartridge is difficult to extract, rotate one side of the cartridge 90° caudal, then remove with forceps and repeat on the remaining side (step 14: peek cartridge removal). Yet, this step was not performed by the surgeon, causing the difficulties to release the implant and its disassembly. However, without the product evaluation, this hypothesis cannot be validated. The root cause of the reported event remains undetermined with the most likely hypothesis of user error. If additional information is received that allows to draw a conclusion, this case will be reopened and the root cause of the complaint will be reevaluated.